Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found evidence in the event history log of loss of both data and programmed settings. The investigation determined that a corrupted microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
(B)(6). The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump malfunctioned. It was reported that the pump lost programming even though the patient kept the battery in. The issue occurred while the pump was in patient use, there was no interruption in therapy and the patient had a backup pump. The infusion was life sustaining and there was no reported adverse event. See MDR 3012307300-2019-04941 for the report on the other ms3 pump that malfunctioned.